Event description:
On 03/22/2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device had a pressure issue. During an acl reconstruction on (B)(6) 2022, the pump did not properly regulate the pressure in the knee. This caused effusion of the irrigation into the patient's leg surrounding the joint. The pump had a redeuce reusable tubing attached for the day, and they were unsure if the pressure gauge was incorrectly unplugged and plugged back in. The surgery was paused for about 10 minutes to let the swelling go down and the pump itself and tubing were switched out to complete the case. This was discovered during use with no impact to the patient.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause of the reported failure is use error; however, due to the device not being returned, we are unable to confirm the reported event.